Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with assistance from technical support, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.